Event description:
It was reported that a clinician performed central venous catheterization. When he inserted the arrow raulerson syringe (ars) into a patient's subclavian vein, the hub of the introducer needle which was attached to the ars, was found broken. The clinician stated that he did not force the ars, but instead gently inserted it. The needle hub broke easily. He also claimed that the hub was very brittle.

Manufacturer narrative:
Follow- up report will be filed if additional info becomes available.